Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the defective intraocular lens (iol) was wasted. It is unknown if the product had patient contact. It was indicated that the device is not being returned. No further information was provided.